Event description:
The patient called to report a black spot on the screen of the insulin pump. The patient also stated that the unit has a protruded drive support cap. The reported blood glucose reading at the time of the call was 380 mg/dl, which the patien treated with a manual injection. Advised the patient that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.